Event description:
On 22nd january 2025, rayner received notification from a us healthcare faciltiy of an event that occurred during use of a rayone aspheric rao600c. The event description provided states that scratches were observed on the optic necessitating explantation of the lens.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that immediately following implantation into the eye scratches were observed on the optic. The lens was immediately explanted and exchanged. The healthcare facility has confirmed that explantation and lens replacement proceeded without complication and that there was no harm or injury to the patient as a result of the event. The device associated with the event has been discarded by the healthcare facility. The rayner hydrophilic acrylic iol use risk analysis identifies the following as possible causes of "physical damage to lens"; sharp edge instruments used during surfical procedure, surgical procedure: incorrect use of lens injection system, surgeon misidentifying capsular folds, lens surface ablated by nd:yag operator error and cracked optic surface post injection due to dehydration of lens. Our review of production records for the rayone aspheric rao600c batch 054242516 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of vigilance data confirms this is an isolated event. No other incidents, of any type, have been received against the rayone aspheric rao600c batch 054242516. There is insufficient evidence and information available to establish the cause of the scratches present on the optic following implantation.